Event description:
The patient apparently had 2 tesio catheters in place for approximately 5 years and became septic. Catheter broke when attempting to remove and the retained pieces were unable to be removed by blunt dissection, surgery via cut down and percutaneous transfemoral foreign body removal without the risk of damage to the vessel wall.